Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: a tactile and visual examination found no defects on the balloon and tip sections of the device. The balloon was tightly wrapped and was not subjected to positive pressure. There were various hypotube kinks along the length of the unit. The mid shaft was severely stretched and bunched. There was also proximal stent damage evident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on analysis approved on (B)(4) 2014. It was reported that crossing difficulty was encountered. The target lesion was located in the left anterior descending artery. A 2.75x20mm promus element drug-eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine. However, device analysis revealed proximal stent damage.